Event description:
Doctor was performing a foreign body removal procedure, when one of the grasper jaws broke off inside the pt. The broken jaw piece was retrieved. Procedure was completed with no impact on the pt, except for an extended procedure time of 1 hour.

Manufacturer narrative:
The forceps is about 5 years old, and the damage is most likely due to the breakage.